Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log identified battery communication time out also battery not working in history. During functional testing the battery communication timeout was found at power up moment later battery not working error was followed with customer battery also with testing battery. Customer battery was used in the testing pump to run an infusion which last over 1 hour and 35 minutes and no problem was found. The interconnect board did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board and the battery for preventive and performed preventative maintenance and all functional testing.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. No causes or potential causes to the customer's reported problem were found during the DHR review.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pump alarmed during infusion. There was a "battery failure" message while the pump was plugged in, then the pump displayed "biomed" on the screen and would not let the user do anything else. An IV drip related to the patient diagnosis was infusing when the issue occurred. The infusion was life sustaining and another pump was used for medication delivery. There was no patient injury.